Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. An endoscopy support specialist (ess) technician called to troubleshoot the issue with the user. The ess learned the customer was not using the air water channel cleaning adapter during pre-cleaning. The ess covered the following reprocessing steps for the staff members: pre-cleaning, leak test, manual cleaning, and storage. This is to make them aware of the olympus guidelines on reprocessing. The customer will be using a non-olympus automated flushing machine and a non-olympus automated endoscope reprocessor. The customer was made aware that they will have to contact the manufacturer of the products for their instructions and guidelines. The customer provided a return demonstration. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The endoscopy support specialist was requested to perform an in-service by the customer as a result of an annual refresher. It was determined that the user has used a scope that has insufficient or incorrect reprocessing. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.